Manufacturer narrative:
The tandem t:slim pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer had elevated blood glucose (bg) levels and after it was corrected, the bg lowered to 118 mg/dl. The customer stated that a steroid inhaler was used and thought that was the cause of the high bg level. The contact advised the customer to discuss the bg with a healthcare provider. Reportedly, the customer had been using a u500 insulin in the cartridge.